Event description:
It was reported that the recorder was having sensing difficulties (artifact and non-physiological deflections). Suspect these are due to loss of contact which typically resolves with pocket healing. No setting changes were recommended at this time. The recorder remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.